Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and the insulin pump had multiple pump error. Customer¿s blood glucose was 33 mg/dl. Troubleshooting was performed for pump error and the customer stated that they are unable to rewind the insulin pump. The reservoir will not return for the analysis.